Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat recurrent stress urinary incontinence, cystocele and a sling was implanted. Concomitantly the patient underwent a pubovaginal sling with omnisure urethral sling device, cystoscopy, anterior colporrhaphy was done with a mesh. It was further reported that patient underwent vaginal mesh excision on (B)(6) 2011. .

Manufacturer narrative:
B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on b)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2012 the patient underwent excision of mesh due to protrusion as well as anterior repair and uterosacral ligament placation.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced slow stream, urinary tract infections, urinary hesitancy, vaginal spotting, urinary frequency, and bowel problems.

Event description:
It was reported that following insertion the patient experienced slow stream, urinary tract infections, urinary hesitancy, vaginal spotting, urinary frequency, and bowel problems.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.